Event description:
Called to report inaccurate readings. Analysis run on clark error grid using mean avg. Reading (219) as ref. Point vs. Bd reading of 26, 411 yielded data points in the c/e zone of the grid, outside of acceptable limits.